Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The attached medical records were for a bladder sling procedure to treat incontinence and a carpal tunnel release procedure. Pt notes dated (B)(6) 2019- (B)(6) 2020: patient received physical therapy to treat pain, swelling, walking difficulty, and a ¿clicking, popping, and grinding¿ sensation in left knee extensor mechanism. Physical therapist notes reduced rom in the left knee with stiffness. Pt also identified patellar clunk during passive rom. Patient continued to improve through the sessions. The patellar clunk and extensor mechanism sensations are new findings on medical record dated (B)(6) 2024. Clinic note dated (B)(6) 2020: patient reports continued pain along the anterior portion of the left knee. The left knee patellar clunk and extensor mechanism sensations are new findings on medical record dated (B)(6) 2024. The attached medical records are related to the patient¿s foot and ankle procedures dated 2016-2017. These are unrelated to the left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :a call from a customer was received stating that "I want to know who I can talk about my knee replacement. I'm having a problem with it and it's been recalled even before my doctor put it in me. And since then I start to have problem with it. Should I call a lawyer for the compensation?" The product was not returned to depuy synthes, however photos were provided for review. See attachments (B)(4). _x-ray_images-received 06-dec-2023' (B)(4). _x-ray_images-received 15-dec-2023' (B)(4)._x-ray_images-received 10-jan-2024' all available x-rays were reviewed and from the bounding of the event description, no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found for the attune medial dome pat 35mm. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the [attune medial dome pat 35mm] would not contribute to the reported device issue.  Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Medical records received: update: medical records received on ad 4 mar 2024 were reviewed by a clinician to identify patient harm/product issues. The attached medical records reviewed clinic and pt notes dated (B)(6)2022 due to diffuse, systemic joint pain and swelling attributed to the patient's fibromyalgia. No treatments were provided. The joint pain is already captured on (B)(4). There is no new information that would impact existing coding and/or us FDA MDR determinations. Mrr activity closed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A call from a customer was received stating that "I want to know who I can talk about my knee replacement. I'm having a problem with it and it's been recalled even before my doctor put it in me. And since then I start to have problem with it."